Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one 2.0x30mm onyx frontier coronary drug eluting stent to treat a lesion in the ostium of the diagonal branch. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did pass through a previously deployed onyx frontier stent. Resistance was noted when advancing the device. It was reported that stent dislodgement occurred during delivery to/at the lesion. It was stated that after stenting the left main (lm), the diagonal was ballooned using a 2x15mm balloon. It was then attempted to deliver the stent, which was dislodged while going through the lm onyx frontier stent. It was detailed that an attempt was made to remove the dislodged stent using a snare, however, this was unsuccessful, and the dislodged stent remains in the patient. It is possible that the previously deployed onyx frontier stent in the lm caused or contributed to the dislodgement of the 2.0x30mm onyx frontier stent. There were no issues with the previously implanted lm onyx frontier stent. The patient is alive with no further injury.

Manufacturer narrative:
Additional information: it was later reported that the dislodged stent was left in the lm, obstructing the left circumflex lcx. The patient had a second successful procedure of percutaneous coronary intervention of the lm/lcx, where a 3.0x18mm onyx frontier stent was used to crush the dislodged stent and cover it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.